Event description:
Pt had been implanted with a right femoral prosthetic on 2002. In 2004, the subject right femoral prosthetic inexplicably failed, that is, the shaft of the prosthetic device fractured. In 2004, the pt underwent a total right hip revision with exchange of femoral components.